Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level of 30.1 mmol/l and 6.7% ketones; treated with pen and called ambulance. Caller stated patient was taken to hospital via ambulance and treated with fluids of unknown content. Caller reported while at the hospital patient was tested with blood glucose level of 29.9 mmol/l and treated with 3 infusions; one with saline, one with glucose and the other with insulin. Caller alleges issue is with cannula. Requested return of the alleged device for evaluation; 2 unused cannulas to return from the complained batch and no used cannulas can be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.